Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The mainframe backplane was recommended for upgrade. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed communication failure errors and intermittently failed to allow fluoroscopic exposures, resulting in intermittent functionality. No pt serious injury or death was reported related to this event.